Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer during maintenance of an infusion port for a patient, the port needle was inserted into the port body and then the tube was flushed, and fluid was found to be leaking from the bend in the steel needle at the front of the butterfly wing of the infusion port needle. Maintenance could not be completed and needed to be reinserted. It was reported this occurred with four devices. This report addresses all four devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a 20g x 3/4" powerloc infusion set was returned for evaluation. An initial visual observation of the photograph/video showed a leak in the needle housing of the sample. Evidence of use was observed on the sample in the returned photograph and the video showed it being infused into the patient in the video. No details of the break site could be discerned from the returned photograph/video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer during maintenance of an infusion port for a patient, the port needle was inserted into the port body and then the tube was flushed, and fluid was found to be leaking from the bend in the steel needle at the front of the butterfly wing of the infusion port needle. Maintenance could not be completed and needed to be reinserted. It was reported this occurred with four devices. This report addresses all four devices.